Manufacturer narrative:
The device has not yet been received by olympus for evaluation. Therefore, the reported event has not been confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope had an e315 unsupported scope error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 unsupported scope error could not be confirmed as the device was not returned. Olympus will continue to monitor field performance for this device.